Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 405 mg/dl. The customer was treated with manual injection. Customer stated they were using a 715 insulin pump and was sleeping and the insulin pump beeped and woke to high blood glucose and had button error and they changed the battery 3 times and at super she was fine at 172 mg/dl. The device will not be returned for analysis.